Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated false sodium (na), chloride (cl) and/or calcium (ca) results for two patient samples. The results were reported out of the laboratory. However, the physician questioned the results, and the samples were rerun on the other instrument in the laboratory. Two reports were amended based on these results. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument and performed various hardware repairs. The fse cleaned the flowcell, replaced the carbon bridge, replaced the sodium and calcium electrodes, and finally, replaced the modular chemistry sample probe. The fse then replaced the line #25 check valve. The fse verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.